Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the six month follow up CT scan the endurant ii limb was found to have focal thrombosis present. The physician stated that the cause of the event could not be determined. The patient was successfully treated with an endurant stent graft. The physician stated that they believe the cause was intimal hyperplasia. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported intimal hyperplasia leading to focal thrombosis present in the contralateral limb extension could not be conclusively determined from the films provided. The pre-implant anatomy information, films during implant, earlier post-implant films, and additional films during the secondary intervention were not provided. From the films provided, there was no obvious characteristics observed that could explain the thrombosis within the contralateral limb. The limbs were non-tortuous. No stent graft compression or kinks were observed. It is possible that intimal hyperplasia may have caused thrombus to form within the contralateral limb extension over time since implant. The exact cause of the intimal hyperplasia was unknown; however, it may have been procedure related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.